Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure (to retract the needle) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 390 mg/dl, and that when she removed the pod, she noticed that the needle never retracted.